Manufacturer narrative:
The date of event is estimated. The implant date(s) are estimated as september 2008. A total of four (4) product types were reported with this complaint. Info for the other three (3) products is as follows: mode / catalog#: ra-1050q. Lot# m428440. Expiration date: 06/30/2010. Device MFR date: 06/2008. 510(k)#: k071989. Model / catalog#: ra-1029q. Lot# m344390. Expiration date: 03/31/2010. Device MFR date: 03/2008. 510(k)#: k051609. Model / catalog#: ra-1046q. Lot# m329880. Expiration date: 02/28/2010. Device MFR date: 02/2008. 510(k)#: k051609. All other product info recorded on this form is applicable to all of the devices. The prod for eval was received on 11-november-2008. The eval is pending. (B) (4). Quill srs pdo.

Event description:
Pts that underwent breast reduction and reconstruction surgery experienced localized tenderness, delayed healing and drainage related to extruding sections of quill srs pdo. Pts were treated by excision of exposed areas of quill srs and dressing changes; healing occurred by secondary intention. One (1) pt was treated empirically with oral antibiotics. A culture and sensitivities test was not performed.